Manufacturer narrative:
Product analysis: the partial lead was returned in segments, analyzed. Analysis indicated the distal conductor of the lead developed a fracture due to flexing while in vivo. The initial reported event of high impedance, oversensing and fracture was previously submitted via a remedial action exemption (rae) summary report. The manufacturer has voluntarily discontinued this rae, so supplemental information is being submitted via a 30 day report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the pace/sense coil on the right ventricular (rv) lead was fractured. The lead had oversensing of non-physiologic noise and high pace/sense impedance. The lead was explanted and replaced. No patient complications have been reported as a result of this event.